Event description:
It was reported that the patient presented to the emergency room complaining of palpitations. The right ventricular (rv) lead exhibited no capture and poor sensing when in unipolar. The rv lead was repositioned, and remains in use. During the repositioning, the atrial lead was found to be out of position, but was functioning appropriately. The atrial lead was repositioned as well and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.